Manufacturer narrative:
(B)(4). A review of the device history record was performed , and no ncrs or manufacturing-abnormalities were noted. Per our mel-100232 all units undergo mechanical tensile testing of weld joints on flexed wings followed by visual inspection, then wings are again activated for suture alignment test followed by manual pressure to each retracted wing and visual inspection for breaks/cracks. Based on the record review and the 100% testing of all units in the lot; it is determined that this complaint is not valid against mw life sciences.

Event description:
Side of wing broke while in patient. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Side of wing broke while in patient. No patient injury or consequence.